Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the fiber optic cable, left high resolution stereoscopic viewer, right high resolution stereoscopic viewer, and personality module surgeon console (pmsc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the fiber optic cable and pmsc involved with this complaint and completed the device evaluations. However, the failure analysis has not been completed for the hrsv modules which were returned. A follow up MDR will be submitted once the failure analysis has been completed. The fiber optic cable was installed on the in-house system and passed the communication test. Good video was also present in both eyes of the surgeon console when the cable was used during evaluation. No trouble was found during ten power cycles. The pmsc was installed on the in-house system and failed the video test. The right eye of the console had yellow lines.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye in the surgeon side console (ssc) showed only black and white lines. The site had checked both ends of the blue fiber cable and power cycled the system. The vision side cart (vsc) left and right eye images looked normal. The site went into the controls on the ssc and turned on 2d and the image remained the same in the ssc. Isi followed up with the customer and confirmed that troubleshooting with technical support did not resolve the right eye issue in the surgeon console. The procedure was completed with no injury after it was converted to laparoscopy. Ports were placed and the patient was in the room at the time of the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the left and right high resolution stereoscopic viewers (hrsv) and completed the failure analysis investigation. The left hrsv (p/n 952078-02) was confirmed to have a bad video display. There was no video signal during testing on the in-house system. The right hrsv (p/n 952078-03) was also confirmed to have a bad video display. There was no video signal during testing on the in-house system.